Event description:
It was reported that the patient received inappropriate shocks due to right ventricular (rv) lead noise. It was also reported that the rv lead was oversensing and had high impedance due to a possible fracture. The rv lead was extracted and the new system was moved to the patient's right side due to access issues after the fractured lead was extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #(B)(4): the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage. A distal portion was received measuring 42.5 cm.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 lead, implanted: (B)(6) 2009. (B)(4).